Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient¿s pump flipped on its side and was difficult to refill. The issue was causing pain. The event occurred during normal use. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being none. No diagnostic testing or troubleshooting was performed. Regarding actions taken to resolve the event, a revision was planned to occur on (B)(6) 2018. No surgical intervention occurred at the time of the report but was scheduled. It was unknown if the issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight was indicated as having been requested but were not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause of the broken catheter was unknown. Regarding the broken catheter, it was clarified that the patient did not have any symptoms. Regarding the status of the device for return, it was noted that the catheter had been disposed of in the operating room (or).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial #: (B)(4), ubd: 2012-02-16, UDI#: (B)(4). The previously applied method code and result code are applicable to both the pump and catheter. The previously applied conclusion code remains applicable to the pump. The conclusion code is applicable to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. A revision was performed on (B)(6) 2018. The pump was noted as having flipped on its side and the reason was unknown. The pocket was opened and they found the catheter had broken. They attached a new connector and attached to the pump. The pump was sutured in the pocket and the issue was resolved.